Manufacturer narrative:
Batch review performed on 06 march 2026. Lot 2519681: (B)(4) items manufactured and released on 12-nov-2025. Expiration date: 2030-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about two weeks from the primary surgery, the patientcame in from pain due to a distal fracture of the femur. The surgeon cabled the fracture and revised the stem and head. The surgery was completed successfully.